Event description:
It was reported reconfigure of the stylus pen was tried without success. The touch screen is off. The programmer was returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; stylus and cursor do not align on the screen. Display bezel overlay assembly found out of electrical specification. Analysis also found the system fan is noisy, latch on the media bay door is bent, and printer drawer is missing parts. (B)(4).